Event description:
The customer reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery taper up and down, with a 1400ml vtbi (volume to be infused), for a duration of 20 hours, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt's father reported the device powered off by itself a few times during the night without sounding an audible alarm tone. The father reported leaving the device powered off until the morning when a replacement device was ordered. The device was removed from clinical service. At approx 0900, therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.